Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 19 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14 feb 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube break.